Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 12-oct-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (30mg at 5mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient wanted the pump moved from the right abdomen to the right flank. During pocket revision, the old catheter was replaced with a new catheter and the pump was attached in the new pocket. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that, per the patient, the pump would move around and was causing discomfort in the old pocket in the abdomen. She had a pocket revision in the past as well and a sleeve was placed at that revision. The pump was still moving after the previous revision. The patient wanted it relocated to her back. There had been no discrepancies in her refills or drug volumes and reported continued pain relief and no new side effects with the current dose of medication. The catheter was replaced because cerebrospinal fluid (csf) could not be aspirated back during the revision and the surgeon opted to replace the catheter to ensure appropriate placement. The catheter was explanted and discarded at the procedure. There were no further complications reported at this time.